Event description:
It was reported that during initial implant procedure, patient's new atrial lead was bent while inserting. It was further noted that the lead was dislodged during lead fixation. It was also noted from fluoroscopy the lead was obscure. The lead was not implanted and the procedure was completed with an alternate lead on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported events of atrial lead was bent and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. Visual and x-ray examination found the inner coil was over torqued at the connector region and bent at the distal region of the lead which is consistent with procedural damage. The cause of the reported events was due to bent and over torqued inner coil and helix being clogged with blood.